Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer try swapping a power management (pm) board for troubleshooting. Provided parts ID for the cpu and pm pcb. Per biomed the unit was run for several hours and the problem did not returned. The unit was return for service.